Event description:
A report was received that the pt had a revision due to being over stimulated. The paddle lead and the extensions were replaced due to high impedances. The pt is reportedly doing well after the procedure.

Manufacturer narrative:
The returned product analysis verified the complaint. Visual inspection found a nick on the left lead body approximately 2 cm from the paddle side which did not affect the functionality of the device. The lead failed continuity test. X-ray inspection showed two broken cables matching the contacts that failed continuity test. The broken cables are at the bent section of the lead, 4cm from paddle side. The broken cables caused the lead to fail the continuity test. This is the final report.